Event description:
There was an allegation of questionable alkaline phosphatase acc. To ifcc gen.2 (alp), urea/bun, calcium gen.2, creatinine plus ver.2, tina-quant c-reactive protein IV (crp), glucose hk gen.3, and total protein gen.2 results from the cobas c 503 analytical unit for 1 patient. The initial alp result was 48 u/l. The repeat result on another c503 was 141 u/l. The initial urea/bun result was 10.5 mg/dl. The repeat result on another c503 was 54.6 mg/dl. The initial calcium result was 2.22 mg/dl. The repeat result on another c503 was 8.94 mg/dl. The initial creatinine result was 0.619 mg/dl. The repeat result on another c503 was 1.17 mg/dl. The initial crp result was 1.01 mg/l, accompanied by a data flag. The repeat result on another c503 was 0.464 mg/l, accompanied by a data flag. The initial glucose result was 125 mg/dl. The repeat result on another c503 was 271 mg/dl. The initial total protein result was 2.62 mg/dl. The repeat result on another c503 was 6.86 mg/dl. The repeat results were deemed to be correct.

Manufacturer narrative:
The alkaline phosphatase acc. To ifcc gen.2 (alp) reagent lot number is 93559301, and the expiration date is 31-oct-2026. The urea/bun reagent lot number is 94454001, and the expiration date is 30-nov-2026. The calcium gen.2 reagent lot number is 92024001, and the expiration date is 31-jan-2027. The creatinine plus ver.2 reagent lot number is 93003101, and the expiration date is 31-oct-2026. The tina-quant c-reactive protein IV (crp) reagent lot number and expiration date were not provided. The glucose hk gen.3 reagent lot number is 91927601, and the expiration date is 28-feb-2027. The total protein gen.2 reagent lot number is 91805401, and the expiration date is 31-jan-2027. The calibration history provided showed no problems. The customer stated that the qc was acceptable before the event, and failed after the event. The provided alarm trace shows multiple photometer check errors, as well as an abnormal aspiration error. An abnormal aspiration error is consistent with poor pre-analytical handling. A field service engineer (fse) determined that the acid wash was overflowing during the wash solution flow path check. The fse adjusted the flow of the acid wash valve, checked and adjusted the vacuum tubing, adjusted the cuvette rinse volumes, replaced the heat cut filter, and replaced the photometer lamp. The fse verified the instrument by performing a cell blank measurement, a hardware check by test performance, and having the customer perform qc successfully. The investigation determined that the service action resolved the issue.